Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not annunciate for a continuous glucose monitor (cgm) high blood glucose (bg) alert. The customer experienced a bg level of 450 mg/dl. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Tandem technical support was unable to confirm the reported issue as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.